Event description:
It was reported that the patient presented in the emergency room; the right ventricular lead exhibited loss of capture and low impedance. Upon lead revision, insulation anomaly due to twiddlers syndrome was noted. The lead was capped and replaced. Upon device interrogation during follow up on (B)(6) 2015, normal values were noted. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.